Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox lad with 80% stenosis and a 2.80 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.75 x 32 mm taxus stent. Subsequent angiography revealed 95% ostial stenosis involving a "jailed" diagonal branch. Angioplasty was performed and an occlusive dissection of the 1st diagonal brach was noted. A 2.0 x 10 mm biodivysio stent was deployed at attempt to rescue the 1st diagonal branch. Angiography revealed persistent occlusive dissection and the procedure was terminated. Post-procedure, the pt had continued chest pain and returned to the cath lab later that day for further visualization of the lad which revealed a patent stent and persistent occlusive dissection of the 1st diag branch. Post-procedure, the pt's cardiac enzymes met guideline criteria for mi as noted in the table below. On the 2nd day, because of persistent nausea and epigastric tenderness, the pt underwent upper endoscopy which revealed a tiny hiatal hernia and possible barrett's esophagus which was biopsied. The pt was discharged the following on plavix and asa. In the opinion of the physician, the relationship to the taxus stent is "probable."

Event description:
Clinical study after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). In 2004, the pt was administered IV angiomax. The lesion being treated was a 3.25 mm, 80% stenosed, mildly calcified, mildly tortuous, bifurcated proximal left anterior descending (lad) artery lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 2.75 x 32 mm drug eluting stent which resulted in a side branch off of the lad becoming occluded. The stent was post dilated. After the procedure, the pt's cardiac enzymes were elevated and met criteria for a non-q wave mo. The pt was discharged on the 3rd day on asa and plavix. In the opinion of the physician, the relationship between the mi and the target vessel and taxus stent is "probable".